Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2022. During the procedure, the cre balloon was used and perforation and bleeding occurred. The perforated area was immediately closed with resolution 360 ultra clips and implanted a fully covered esophageal wallflex stent over the bleeding area to act as a tamponade. The stent was then anchored in the esophagus using ovesco clip. The procedure was completed at this time. No patient complications were reported as a result of this event.